Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "during surgical case, the monopolar cord severed causing spark and flame to run the course of the cord toward the bovie machine. The rn immediately extinguished the spark." Patient injury unknown. Delay of surgery unknown.

Manufacturer narrative:
Clarification: information originally received from medwatch (B)(4) received at manufacturer (additional details: patient 29 years old, date of event jun2018, reporter was risk manager). Evaluation without product return (by supplier, (B)(4)): the device was not returned; without product or pictures, a full investigation was not performed. We are unable to establish a definitive root cause. In addition, no lot number was provided, therefore, we could not perform a batch record review or determine the age of the product. Here is the following sales and associated complaint information: 2016 - 0 complaints. 2017 - 1 similar complaint (no lot number, product not returned). 2018 - 3 similar complaints (2 without lot number, product not returned; 1 cord was returned and determined to be customer misuse). Unfortunately, with limited amount of information we received about this complaint, we cannot come to a definitive conclusion as to the actual cause and can only speculate as to what may have occured. The following information was provided by our engineering manager who has investigated similar complaints in the past: "this is not the first time we've run across this issue. I did several evaluations in the past of us354s that actually were sent back that invariably showed signes of being misused or beyone life expectancy. When the cord is used repeatedly, the copper wire naturally becomes more brittle as it ages. As the copper becomes more brittle, the strands will break more readily. As fewer and fewer strands are left intact, the load on the remaining strands increases, and could lead to the type of failure noted by the customer. This can also be exacerbated by exertion of unusual pull forces on the connectors (i.e. "Yanking" the connector off the end of the instrument by the cable instead of grasping the connector itself and removing it). The mp cord instructions for use (IFU) is quite specific about how to properly handle and inspect the cords, and when these cords fail in this manner it has always been because the IFU instructions were disregarded." Without further input or the suspect device to examine, we will be closing our file, but we will continue to monitor should this event happen in the future.